Event description:
The customer reported a colleague infusion pump with failure code 805:03 which caused the device to fail powering up. It is unknown when the reported condition was identified. There was no documented patient injury or medical intervention related to the reported condition. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 805:03 was confirmed and duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of failure code 805:03. (B)(4)